Manufacturer narrative:
Returned product consisted of a an ams800 pressure regulating balloon, occlusive cuff, and a control pump. The ams800 occlusive cuff was visually and microscopically examined. No leaks were found. The device performed within product specifications. The ams800 pressure regulating balloon was visually inspected and functionally tested. No leak was found. The balloon tested at 62.5 cmh2o. The balloon was originally rated at 61-70 cmh2o. The balloon performed within specifications. The ams800 control pump was visually inspected and functionally tested. No leak was found. It performed within specifications. Device analysis determined the condition of the returned device was not consistent with the reported information. The complaint was not confirmed for device operation difficulty. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Related components of device system: model number/ catalog number: 72400024 serial number: n/a batch/ lot number: 1000281964 model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404127 serial number: n/a batch/ lot number: 1000313218 model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient experienced ureteral erosion at the side of the cuff with his artificial urinary sphincter (aus). A surgical procedure was performed in which all the components were removed and replaced with a new aus system. The patient had a good outcome. No more information is available at the moment. Relevant information will be reported if it becomes available.

Manufacturer narrative:
Related components of device system: model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 1000281964, model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 1000313218, model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient experienced ureteral erosion at the side of the cuff with his artificial urinary sphincter (aus). A surgical procedure was performed in which all the components were removed and replaced with a new aus system. The patient had a good outcome. No more information is available at the moment. Relevant information will be reported if it becomes available.